Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 15 february 2007, stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken 21.5 cm from the proximal end of catheter. A full dimensional check could not be carried out as the damage to the unit prevented measurements from being taken. However, the measurements that were carried out were in specification. Summary: further information relating to the complaint was requested and from the answers received, the following can be established, the catheter was checked when removed from the packaging and anomalies were noted, the dispenser coil was flushed with saline solution before removing the catheter and repeat flushing was performed, there was no difficulty experienced when removing the catheter from the dispenser coil, there was no difficulty advancing the 14 x 20 cm idc coil out of the introducer, saline was used to advance the coil out of introducer, but the flow was sluggish, the coil successfully entered the catheter hub, the coil got stuck approximately 10 cm from the proximal end, one coil was deployed with some difficulty with this catheter, the next two coils got stuck in the catheter, continuous flush, although maintained throughout the procedure, pressure was slower than the physician would have liked, and contrast media and saline were injected into the catheter during procedure. Per the directions for use, in order to achieve optimal performance and manipulation of idc's and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained. A CAPA was initiated in august 2006, which removed the proximal port from the dispenser coil. It should be noted that this device was manufactured prior to the design change.

Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil got stuck in the catheter. At a later date, it was discovered that the catheter had fractured at the shaft. It should be noted, that the device used in this procedure was expired. The procedure was completed with another device.